Event description:
The rn of a home pt reported 3 incidents of the minicap falling off the pt's transfer set. Per the rn, only 1 set change was performed and no antibiotics were administered with any of the events. Per rn, no pt injury was associated with any of these incidents.